Manufacturer narrative:
Investigation report attached is on retained samples only. Device discarded.

Event description:
After 25 minutes into hemodialysis treatment, nurse found bloodline disconnected between the venous connection and the patient's canaud catheter. Blood leak occurred. Approximate amount of 300ml of blood was lost. No further information was provided.

Manufacturer narrative:
Investigation report attached is on retained samples only. On (B)(6) 2016: additional investigation report attached on returned unused samples of other medical devices used during incident. (B)(4).

Event description:
After 25 minutes into hemodialysis treatment, nurse found bloodline disconnected between the venous connection and the patient's canaud catheter. Blood leak occurred. Approximate amount of 300 ml of blood was lost. No further information was provided.